Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received battery out limit. Customer¿s blood glucose was 134 mg/dl. The device will return for the analysis.